Event description:
It was reported that a malfunction with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and instructed to continue using the pump and to call back if any malfunction code recurs.